Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a radiation sterilized extension set was leaking from an unspecified location. This was identified during sodium chloride 0.18% and glucose 4% infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was received for evaluation. A visual inspection was performed which revealed a crack in the luer. The reported condition was verified. The cause of the condition could not be determined. Additionally, retention samples were visually inspected with no obvious issue/damage detected. The retention samples were also gravity tested in the laboratory via methylene blue; then leak tested under water; no leak was observed. The reported condition was not verified by evaluation of the retention samples. The retention samples met product specifications. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
. H4: device manufactured on may 2022 . H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.